Event description:
The customer stated that he was almost in a diabetic coma, so his wife called paramedics. The customer's glucose was tested using his breeze2 meter and the reading was 78 mg/dl. Paramedics tested the customer's glucose using their meter and received a reading of 23 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was treated with IV glucose. The customer was not able to troubleshoot during the call, but his test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.